Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 99% stenosed lesion being treated was located in the calcified, moderately tortuous distal right coronary artery (rca). The lesion was predilated with a 2.0 x 15mm semi-compliance balloon catheter. The physician attempted to place the 2.5 x 20mm taxus express2 drug eluting stent, but was unable to cross the lesion. When the physician removed the device, he noticed the stent was not mounted on the delivery device. The dislodged stent was founded inside non-bsc guiding catheter. The physician feels the stent dislodgement may have occurred due to the proximal stent edge bumping into a kinked section non-bsc guiding catheter. The procedure was completed with another taxus stent. Pt status reported as "good."